Manufacturer narrative:
The medial portion of the lead was returned but analysis could not be performed due to legal restrictions.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1, ICD, implanted:(B)(6) 2013. (B)(4).

Event description:
It was reported that an infection occurred. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event. Additional information was received that the patient had been admitted for an infected abandoned lead on the left side (unknown manufacturer). The patient reported the device site was draining a yellowish discharge and has continued to do so but less than previously. The patient was initially treated with antibiotics and later it was decided to proceed with lead extraction. During a device check, the left ventricular (lv) lead was noted to have higher capture thresholds than previously. Pre-operative transesophageal echocardiogram revealed vegetations. The abandoned left sided lead and the active device system on the right side were all explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the medial portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.